Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 27mm porcine aortic valve, implanted thirteen (13) years, seven (7) months, and twenty-two (22) days was explanted and replaced with a 21mm model 3300tfx aortic pericardial valve. Through follow up with the health care provider it was learned the 27mm porcine valve was explanted due to prosthetic valve degeneration. The patient status was indicated as discharged. The device was discarded.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it has been discarded by the hospital. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device is not available for evaluation. The cause of the reported deterioration is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the patient, patient history and condition of the device at the time of the procedure were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for explant of this device remains indeterminable. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards learned through its implant patient registry that a 27mm stentless porcine aortic valve, implanted thirteen (13) years, seven (7) months, and twenty-two (22) days was explanted and replaced with a 21mm model 3300tfx aortic pericardial valve. The cer response indicates this 27mm porcine valve was explanted due to prosthetic valve degeneration. The patient status was indicated as discharged. The device was discarded. Through follow up with the health care provider, the operative notes were received. They state: the leafs of the prosthetic [valve] had degenerated completely. The cloth edges of the vessel were grown over into the aortic wall with the exception of the commissure between the left and noncoronary sinuses where there was some degradation of the actual wall of the stent was prosthesis which showed debrided. This left a fairly thin aortic wall. So this was then covered with a patch of bovine pericardium, sewed into place in a long linear section with double 4-0 prolene. The valve was fully debrided around the annulus. It was fairly fibrotic and a little bit contracted, but we were able to clean it out large enough to take a 21 magnum valve.

Manufacturer narrative:
The operative notes were received and new information was updated.